Event description:
On 4/1/94 at 6:30 p.m. An intra-aortic balloon pump catheter (iabp) was placed. On 4/2/94 at 7:30 p.m. An alarm sounded noting a leak in the iabp catheter. The iabp filled and no blood was noted int he tubing. When an atempt was made to restart the pumping, the alarm sounded again. The splint was then removed from the limb and the catheter was found to have blood in the gas line. The iabp catheter was removed and the balloon was noted to be ruptured. A replacement iabp catheter was noted to replacement iabp catheter was noted to be cracked prior to placement so another catheter was used and placed another catheter was used and placed in a new site, the descending aorta.